Event description:
It was reported from a physician's office that they were scheduling a pt to have their vns generator moved related to pain that they were having in their nipple area. Unk if the surgery has occurred. Good faith attempts have been made for additional details from the site and thus far no further info has been attained.